Event description:
It was reported that the patient had an emergency follow-up appointment with their physician due to inappropriate anti-tachycardia pacing (atp) and shocks from the cardiac resynchronization therapy defibrillator (crt-d). During interrogation the crt-d displayed code 1005, indicative of an open circuit condition. There was signal noise on the right ventricular (rv) channel and it was suspected that the rv lead was fractured. The patient had an ejection fraction of 55% and the physician elected to disable tachy therapy at this time and do a device and lead replacement procedure later, if necessary. The crt-d and rv lead (unknown model and serial number) remain in service and no additional adverse patient effects were reported.